Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for falsely elevated sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Historical performance of lot number 42225un20 was evaluated using world-wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot number 42225un20 is within the established control limits. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the ict sample diluent, lot number 42225un20, was identified.

Event description:
The customer observed falsely elevated sodium results for one patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): initial result, on (B)(6) 2021, was 159 mmol/l. A second specimen from the patient, sample ID (B)(6), was tested and the result was 165 mmol/l. An hour after the first blood draw, the patient¿s arterial blood gas was drawn, and the result was in the normal range. Later that same day, the patient had venous blood drawn from lower limbs and the result was in the normal range. It was noted that an hour before the first specimen was drawn the patient was receiving an intravenous solution of ceftriaxone and sodium chloride. When the first specimen was being drawn, the patient was receiving intravenous metronidazole. There was no impact to patient management reported.